Event description:
It was reported that the radio frequency (rf) head was opened for an intra-procedural device measurements, but telemetry could not be established with the device. The button pressed on the rf head did not elicit an interrogation prompt on the programmer and no green lights could be established with multiple attempts over the new device. The rf head appeared to have possibly sustained some damage. A sterile cover was placed over a different rf head and telemetry was immediately established. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).